Event description:
On (B)(4) 2012, the distributor contacted animas alleging that up arrow and down arrow keypad buttons are unresponsive. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. A contrast button issue is not likely to cause an adverse event because the issue does not affect the pump's insulin delivery functions. There was evidence of keypad contamination found under the contrast and down arrow key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.